Event description:
It was reported that a patient presented in-clinic. The patient's pacemaker was found to have slow inductive telemetry, a diagnostic issue, and electromagnetic interference detected by the device. No intervention was taken. The patient was stable throughout.

Event description:
New information received notes that on (B)(6) 2022, the patient was seen at a in-clinic follow-up where the malfunctions were noted again. No intervention was performed and the patient will continue to be monitored and followed-up regularly. No patient consequences were noted.